Event description:
On (B)(6) 2010, pt reported she inserted an infusion site about 10-12 days ago, and after having this site in for about a day, she removed it because she received an e4 (occlusion) error and noticed the cannula was bent. Pt stated she then inserted a new infusion site and it occluded after about a day, she removed and noticed the cannula was also bent. Pt reported she inserted another site from the same box, and it occluded this morning and she had this site in for 3 days, and was going to change it later today. Pt stated when she removed the site today, the cannula was bent again. Verified that pt is manually inserting her sites. Advised pt on the insertion assist device to help with insertion technique; pt is not interested. Pt stated she has been doing this for a long time and would prefer to manually insert them. Pt reported she is using her hips as normal and rotates her sites well and does not go through scar tissue. Pt states she has been using her hips for several months now. Pt reported she has never had an issue with this. Pt reported she is currently on the last site from the box that she has had issues with. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.